Event description:
The customer reported that the probe on the ortho provue analyzer dripped. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined the probe was bent and the wash station was cracked. Repairs have returned the instrument to its expected operation. This customer has not logged any complaints against this analyzer since the repair.